Event description:
It was reported that in (B)(6) 2014 the patient got ¿real sick¿ on the bus during a vacation and the patient had a pulmonary aneurysm. The patient¿s blood clots had not yet resolved at the time of this report. The patient did not currently have a managing healthcare professional (hcp) because her previous hcp shut down his clinic. The pump was used to infuse prialt (ziconotide) and dilaudid (hydromorphone). No outcome was reported for this event. Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer. In (B)(6) 2014, the patient started experiencing pain and it had gotten worse. The patient's hcp put him on a fentanyl patch and that had helped. No further information was provided.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# j11406r36 implanted: (B)(6) 2003, product type: catheter. (B)(4).